Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient had called to report one controller fault alarm on (B)(6) and was instructed to exchange the controller if the alarm returned. On (B)(6), the patient called again to report an additional controller fault alarm and that she had performed a controller exchange to her back-up controller with the assistance of her mother. The patient reports she was asymptomatic during the controller exchange. Pt seen in clinic on (B)(6) 2015, log files submitted and analysis by the manufacturing representative confirmed the controller fault alarms. No additional alarms or issues have been reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Additionally, there is a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 47 of 117. Controller it has not been received.

Manufacturer narrative:
The controller contains two microprocessors - one which controls pump function (pmc) and a second which controls user interface functions (uic) such as controller display and buttons. The controller fault alarm indicates a possible controller malfunction may have occurred, but during this fault the uic processor still receives a heartbeat message from the pmc indicating the pmc is still functioning and controlling the pump. The decision to change the controller or what other action is needed will be based on the log file analysis and the patient's clinical condition. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event the reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. Heartware has opened an internal investigation to evaluate these reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous report.